Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On 05/18/2009, the patient reported that for the last 2 months she has had elevated blood glucose readings of over 200 mg/dl approximately "once a day." She said her most recent hba1c was 8 with her usual one being "closer to a 6." Troubleshooting did not find any product issues. The patient stated that yesterday she switched to her backup infusion device for troubleshooting purposes. Repeated attempts to follow up with the patient were unsuccessful. No product will be returned for evaluation.